Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the iris seal torn. The initiation site appeared to be from lower ring and propagated to upper inner ring in two different places. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted laparoscopic colectomy procedure, when the device was opened from the package, there was a tear in the cap. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).